Event description:
The clip would not stay on the tissue. Kept falling off, each time it was applied to the tissue. It was unknown how the case was completed. No patient consequence. The device will be returned.